Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter pinches the patient from suction, and they were using a barrier cream to prevent pinching, but it clogs wicks. It was noted that the patient had been using this product for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Not recommended for patients who are: experiencing skin irritation or breakdown at the site . Assess device placement and patient¿s skin at least every 2 hours. ¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick female external catheter pinches the patient from suction, and they were using a barrier cream to prevent pinching, but it clogs wicks. It was noted that the patient had been using this product for less than 90 days. Per follow up information received via phone on 19may2022, it was stated that since using the purewick urine collection machine had made the skin in the vagina really tender and dry especially on the right side. The patient used vaseline to help reduce the tenderness but it clogged the machine a bit.